Event description:
Information was received from an unknown source regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 99.2 mcg) via an implantable pump. The patient reported loss of efficacy on (B)(6)2025. The managing physician attempted cap dye study on (B)(6)2025 but was unsuccessful aspirating catheter. The physician did not proceed with dye study. During the catheter revision, a refill of the pump was attempted. 17.6 ml was in the pump per tablet interrogation. The staff attempted to withdraw meds from the pump reservoir and only withdrew 1ml when 17.6 ml was expected. The staff attempted to withdraw more in case air had entered into the pump still not successful. The physician decided to replace the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter and pump were replaced on (B)(6)2025. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 8596 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)2005; explant date (B)(6)2025 brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)2005; explant date (B)(6)2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.